Manufacturer narrative:
The device has not been returned tot he manufacturer for evaluation, as the device discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "hickman inserted (B)(6) 2011. Sutures removed (B)(6) 2011. Line fell out 9 days later. This patient was a pulmonary hypertensive patient who had a life saving infusion running through the line 24 hours a day and therefore when the line became dislodged, it was an emergency. As a consequence, when this patient has a hickman line insert, the doctor is now advising to leave the sutures in for as long as possible (6-12 weeks).